Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged generating a false positive result with the cobas® sars-cov-2 qualitative assay for use on the cobas® 8800 system. On (B)(6) 2021, the initial test generated a positive result for sars-cov-2. Repeat testing with a new sample collection on the same system, generated a negative result. Additionally, a second repeat testing of the initial sample was performed, the result was also negative. The initial test result was released to medical personnel then updated once the repeat testing was confirmed to be negative. No harm is alleged. An investigation is currently ongoing

Manufacturer narrative:
An investigation was performed and identified that the ic for this sample was robust and valid during the initial test. The original positive sample result could have been triggered by either a contamination event during the initial handling of the sample, which did not occur during the retest, or a true lod titer was being produced. Evaluation of the curves confirmed that there is no robust growth which would be expected for a strong positive sample. An investigation into the kit and related materials which would indicate whether there was a systemic reagent issue was performed because of the result discrepancies generated at the customer site. No product problem was found. Added date of 2nd testing. Added that it is unknown how this original sample was stored. Added sample collection information. Added that it is unknown if the patient was asymptomatic or not. Corrected to no. (B)(4).